Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemorrhoidopexy. According to the reporter: the original procedure date was unknown. One week post-operatively, the patient was brought to the surgeon's office and presented with bleeding and ulceration around the staple line. The surgeon stated staples seemed to be "spitting". The surgeon treated the patient, and the patient is being watched.